Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800 pro system, and identified the failure mode as a leaking creatinine cup module. The fse replaced the cup module to resolve the issue. (B)(6). (B)(4).

Event description:
A customer in (B)(6) reported the generation of erratic creatinine results for patient samples on their unicel dxc 800 pro chemistry analyzer. The erroneous results were reported out of the laboratory; however, there were no reports of change to patient treatment in association with this event. There were no issues with calibration or quality control (qc) prior to the event. The customer observed qc reaction noise after the event.